Manufacturer narrative:
Rhs bobbins do appear a bit stiffer to rotate when the lever is in the locked position but this does not affect use. Seems smoother when not in the locked position. Cannot get the rhs bobbin to slip whilst lock. Pump is awaiting further analysis.

Event description:
The customer reported that the roller pump au4003945 did not behave as expected. The right bobbin made unusual noise and was difficult to close. On tuesday july 23th about 8:30 am cet and thursday july 25th about 10:00, at the beginning, the locker didn't lock the bobbin, neither the tubing then. On the second try, it worked.